Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture, impedance and high pacing threshold. A new lead with different model was successfully implanted. No additional adverse patient effects were reported.